Event description:
Information received indicates when the brakes were not engaged. The left foot caster did not unlock from brake.

Manufacturer narrative:
The technician found that the caster brake pad was making contact with the wheel when the pedal was in neutral position. The technician adjusted the caster to repair the bed.